Manufacturer narrative:
The actual sample from the reported event was not returned for evaluation; however, a photo of the alleged device was provided by the reporter. Review of the photo revealed enteral feedings in the balloon inflation line of the g-tube, despite each port of the g-tube being clearly labeled. Based on the report, the event seems to be a non-production related incident, since as per the instructions for use (IFU), the balloon should be refilled with sterile or distilled water. The reported event could be confirmed as reported and the root cause was determined to be: user/incorrect use. All information reasonably known as of 04 apr 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 9611594-2023-00035 for the first report; refer to 9611594-2023-00037 for the third report. It was reported, the patient had a gastrostomy enfit tube placed on (B)(6) 2023; they arrived to interventional radiology (ir), on (B)(6) 2023 for an (unspecified) tube malfunction, where it was noted the balloon port had tube feedings inside the tube and the balloon had ruptured. There was no reported injury. Additional information received 09feb2023 reported, the staff would need more education on how to properly use the tubes; they were educated months before they saw the tubes and it was unclear if they used the ¿correct syringes.¿ additional information received 24feb2023 reported, the patient was taken to interventional radiology for replacement of the tube on (B)(6) 2023; no complications identified; they were discharged on (B)(6) 2023.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 02 mar 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. Device not returned.